Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the rep was wondering why there were diagnostics with dates prior to the device implant. The device is still in use. No patient complications have been reported as a result of this event.